Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ stopcock with valve & extension tubing there was an issue with "numerous" occurences of leakage at the injection port.

Event description:
It was reported with the use of the bd connecta¿ stopcock with valve & extension tubing there was an issue with "numerous" occurences of leakage at the injection port.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8215502. Our records show that this is the first instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint. However based on previous investigations into similar issues, our engineers were able determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. ¿bd was not able to duplicate and confirm the failure mode because photos or samples were not provided, which are necessary to perform better, however, customer reports ¿we have had numerous issues with these leaking at the injection port¿ and this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. ¿process fmea rm5819 and eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Nogales will open a CAPA (#629955) not because of the cid as it is ¿no CAPA required¿ as per CPR-028 based on the severity and occurrence calculation, the reason to open the CAPA is to perform better investigation.